Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300 mg/dl, blurred vision, trouble breathing, vomiting, and a large ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however customer indicated the issue was resolved and no permanent damage was sustained. Troubleshooting with tandem clinical support confirmed the pump and related supplies were functioning as intended.